Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Examination of the device's internal log file for the date in question supports the complaint and shows multiple ECG lead faults and noise artifact. Testing of the subject device duplicated an ECG lead fault error. The device displays this error message to the user if it detects that one or more ECG leads is either disconnected from the pt or is not working correctly. Investigation determined that the problem was caused by a failed internal cable connector associated with the ECG preamp board. The faulty connector and its associated cable was removed and replaced with a new cable soldered directly to the board. The repaired device was returned to the customer after passing acceptance testing and receiving routine maintenance.

Event description:
The customer stated that the ambulance crew arrived at the pt's home and unsuccessfully attempted to acquire a 12-lead ECG signal. The pt was moved to the ambulance whereupon the crew repeated the attempt and successfully acquired a 12-lead ECG. The reporter indicated that a cath lab activation may have been delayed due to the problem. There was no reported adverse effect on the pt.